Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - e3, g2. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon arrival at the location, the equipment was on and functioning normally. Therefore, the equipment was left to perform a battery test. On another visit it was found that the equipment shut down again without any manual activation. It was verified in the service logs that the equipment had presented some faults, one of which resulted in shutting down without any manual activation. The fse reinstalled the software and cleaned of the internal boards was performed, along with a check of the connected cables. The equipment was placed in service mode and a battery test was performed. It was verified that the system completed the battery test and the unit did not shut down, reinforcing that the software reinstallation had the expected effect. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Due to characterization limit, e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) turned off during use. No harm or injury to the patient was reported.